Event description:
It was reported that the customer's insulin pump alarmed no delivery in the morning. Customer went through the infusion set and reservoir to resolve the issue. Customer's blood glucose level was 145 mg/dl. There was a possible set/site occlusion. Customer was unable to troubleshoot since the issue was resolved by a set change. Customer would like to return the reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Evaluated one opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran the occlusion as follows: reservoir filled with diluent, and connected to a new infusion set. Installed the reservoir and connector into an insulin pump. Performed the infusion set test. Installed the reservoir and connector into an insulin pump and performed catheter tip test. Conclusion: the reservoir was not occluded.